Event description:
Upon checking placement of infant's og gavage tube, it was noted that the end of the plunger in a 30 cc oral syringe was broken. A very sharp piece of plastic was created from the break. The rn immediately disconnected the syringe and plunger from the infant's tube and noted no pieces appeared to have come loose in the bed. The rn proceeded to care for the infant and started feeding using a new oral syringe which appeared to be fully intact and functional. The damaged syringe was given to clinical engineering and photos of the damage were acquired. In addition to the piece of the plunger that broke off, there also appears to be several cracks where more pieces might have broken if this was not caught by the nurse. There has been no response at this time; however, we will return the device for failure analysis.